Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the clear plastic ring from the short port blunt tip trocar "btt" came off in the leg. The harvester used the hemopro jaws to retrieve the piece through the original incision. There was no additional intervention required. This occurred towards the end of the procedure and the harvester used the same device to complete the case. The hospital did not report any patient effects as a result.

Manufacturer narrative:
Investigation results: the visual inspection showed that the piece of material that fell off matches that of the balloon material. The piece was put back on the short port btt and completed the form of the balloon's silicone layer, confirming that is where it came from. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.